Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'downstream occlusion errors' which was not reproduced. A review of the event history log identified the presence of multiple 'downstream occlusion!' Messages. The cause was determined to be an out of specification downstream sensor which was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream occlusion errors when "attempting pvt." When manipulating the door the error would clear and allow the pump to run but the alarm would return as soon as any manual pressure applied to the door was removed. There was no patient involvement. No additional information is available.